Event description:
Implant was removed due to non-integration of bone.

Manufacturer narrative:
Eval/conclusion: a 13mm ic implant was replaced to dr (B)(6) for a removed implant from #6 tooth position. Cause of failure was due to non integration of bone.